Event description:
The account could not monitor ten telemetry pts for almost 6 hours on 2 cic's (central stations). There was no reported pt injury associated with this event. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.